Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available iegms showed noise on the rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(4) - after an implantation period of 35 months noise in the ventricular channel was reported. The lead was capped and replaced with a new lead. No adverse patient side effects have been reported.